Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a surgical incision that was irritated by wearing the lifevest. The patient's physician allowed the patient to remove the lifevest to let her skin heal. Follow-up indicated that the irritation was improving.